Event description:
A balloon ruptured immediately upon inflation during an iliac angioplasty of an extremely calcified lesion. Other balloon catheters were used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co's follow up indicated this device was used in a calcified lesion co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".